Event description:
Consumer called to report that minor child was asleep in feb with parents, fell out of bed onto vaporizer positioned on floor next to bed. Child reported burned from contact with vaporizer.